Manufacturer narrative:
Additional information: the cause of the leak is attributed to a broken probe backwash cup. However, the identified failure mode would not likely generate erroneous results. Although spillage could occur, the failure mode does not affect the effectiveness of the backwash cycles or external cleaning of the dispense probe which is handled by the probe rinse block. Patient results will not be affected by the failure. The fse replaced the probe wipe assembly to resolve the issue and the customer has not reported of any further issues related to this event.

Event description:
The customer reported a leak from an unknown location inside the coulter lh 780 hematology analyzer. The customer did not specify the volume of the leak but indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, face mask and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a broken probe backwash cup causing the leak. The fse replaced the probe wipe assembly to resolve the issue and verified the repair as per established procedures. (B)(4).